Manufacturer narrative:
Insulin pump received with battery cap damage due to stripped coin slot. Insulin pump received with minor scratches on display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the battery cap is stuck and they are unable to take it off. The blood glucose reading is 200 mg/dl. Nothing further reported.